Manufacturer narrative:
The surgeon reports that the anti-drift bolt backed out and was asymptomatic on (B)(6) 2021. The screw continued to back-out and became symptomatic on (B)(6) 2021. Revision surgery was performed on (B)(6) 2021 where the anti-drift bolt was removed and replaced. Patient recovered and resolved symptoms associated with lapidus procedure. Patient reports ankle popping and 5th toe spasms likely unrelated. Non-conformance was not identified based on the lots that would contribute to these events. Screw back-out may have been due to inadequate fixation intra-operatively. The following screws and plates were implanted with the adb and not revised or removed: ref: 1500-3518 ln: 400074 qty: 1 product name: motoband cp non-locking screws 3.5mm x 18mm. Ref: 7118-1818kt ln: 300288 qty: 1 product name: implant kit, dynaforce himax, 18mm x 18mm x 18mm. Ref: 1500-3514 ln: 400147 qty: 2 product name: motoband cp - nonlocking screws 3.5mm x 14mm. Ref: 7100-lp18-r ln: 501209 qty: 1 product name: dynabunion plate right 18mm.

Event description:
The surgeon reports that the anti-drift bolt backed out and was asymptomatic on (B)(6) 2021. The screw continued to back-out and became symptomatic on (B)(6) 2021. Revision surgery was performed on (B)(6) 2021 where the anti-drift bolt was removed and replaced. Patient recovered and resolved symptoms associated with lapidus procedure. Patient reports ankle popping and 5th toe spasms likely unrelated.